Event description:
It was reported that high impedance was seen during a battery replacement surgery after the new generator was placed and was not seen in pre-op as the old generator was completely dead and unable to be interrogated. The lead pin was removed from the old device, cleaned, and reinserted several times into the new device and continued to show high impedance. Generator diagnostics were performed and confirmed to be ok. At that time, x-rays that were taken in pre-op were inspected and nothing was seen, the x-rays are not available for review. It's noted that the patient did not have any recent trauma or manipulation. The new generator intended to be implanted was not used and the old generator was reinserted, with plans to perform a revision the following day. The full revision was later performed, noting to have taken 5 hours due to dissection of heavy scar tissue, and a new lead and generator were implanted and high impedance resolved. It's noted that a lead fracture was not visualized during the explant process. The suspect device has not been received by manufacturer to date. No other relevant information has been received to date.

Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.